Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and migraine ("injuries/symptoms migraine"). The patient was treated with surgery (scalping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6) 2014. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, urinary tract infection, vaginal infection, vaginal discharge, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received : case upgraded from device other event to incident. Events added abdominal pain, menorrhagia, general abnormal bleeding, psych injury, urinary tract infection¸ vaginal infection¸ migraine. Reporter information updated. Event outcome of pelvic pain was updated. Essure removal date were added. Essure insertion date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included asthma. Previously administered products included for uti: ciprofloxacin; for vaginal infections: metronidazole; for an unreported indication: wellbutrin and trazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ anxiety/ mental anguish"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and depression ("depression"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and migraine ("injuries/symptoms migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and migraine had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2008 and (B)(6) 2014. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, urinary tract infection, vaginal infection, vaginal discharge, migraine, depression, anxiety, vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal discharge and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received: newly added events: vaginal bleeding, depression and device monitoring procedure not performed. Psychological trauma was replaced with anxiety. Event onset date of reported events: menorrhagia, pelvic pain female, vaginal infection, urinary tract infection was added. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma, abdominal discomfort, endometriosis, knee operation, tonsillectomy, mitral valve prolapse, amenorrhea, unspecified disorder of lactation and grand multiparity. Previously administered products included for uti: ciprofloxacin; for vaginal infections: metronidazole; for an unreported indication: wellbutrin and trazodone. Concurrent conditions included manic depression. Concomitant products included risperidone (risperdal). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy- (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, urinary tract infection and migraine had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6)2014. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, urinary tract infection, vaginal infection, vaginal discharge, migraine, depression, anxiety, vaginal bleeding. Discrepancy noted: insertion date as per medical records is (B)(6) 2008. Discrepancy noted: hysterosalpingogram denoting showing tube occlusion, event "patient did not undergo confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal discharge and abdominal pain. Most recent follow-up information incorporated above includes: on 17-mar-2021: medical records received. Reporter information, other relevant history, lot no, concomitant drug added and reported causality comment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding'). In an adult female patient who had essure (batch no. 626402), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: asthma, abdominal discomfort, endometriosis, knee operation, tonsillectomy, mitral valve prolapse, amenorrhea, unspecified disorder of lactation and grand multiparity. Previously administered products, included for uti: ciprofloxacin; for vaginal infections: metronidazole; for an unreported indication: wellbutrin and trazodone. Concurrent conditions included: manic depression. Concomitant products included: risperidone (risperdal). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy on (B)(6)2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, urinary tract infection and migraine had resolved. And the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2008 and (B)(6) 2014. Plaintiffs received, treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, urinary tract infection, vaginal infection, vaginal discharge, migraine, depression, anxiety, vaginal bleeding. Discrepancy noted: insertion date as per medical records is (B)(6) 2008. Discrepancy noted: hysterosalpingogram denoting showing tube occlusion. Event: "patient did not undergo confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal discharge and abdominal pain. Lot number#: 626402, manufacturing date: 2008-01, expiration date: 2009-12. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.